Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported, that the patient reported, that he was staying in a motel as he lost power and water at his home. The patient¿s cgm was reading 40 mg/dl and the patient did not have a bg meter with him to test a fingerstick comparison. The patient was wearing an insulin pump (brand not specified). The patient self-treated by drinking apple juice. After 30 minutes, the cgm was still reading low mg/dl. Therefore, the patient drank another glass of apple juice. By this time, the patient has reached his fluid intake limit (due to pre-existing renal issues). And started experiencing some shortness of breath. The patient treated to sleep, but couldn't and ended up vomiting one time. The following day on (B)(6) 2024, the patient went to his routine dialysis appointment. The patient mentioned to the dialysis nurse that he had been experiencing shortness of breath and the nurse offered to call an ambulance to take him to the ER. The patient declined and said his wife would take him. Once at the ER, the patient¿s oxygen level was found to be at 50% saturation. The patient was treated with oxygen and an IV insulin drip. Although no cgm or bg values were provided at this time, it can be assumed the patient was hyperglycemic, due to the need for an insulin drip. The patient was discharged home after three days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.